Event description:
User reported the quantum ventilation module reading a negative pressure incorrectly. Incorrect measurement from a level sensor is considered a reportable malfunction. There was no patient harm due to this malfunction.

Manufacturer narrative:
Investigation of faulty part found the fault was related to fluid ingress.